Event description:
It was reported that a speaker of spectrum iq pump was quiet. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h6:medical device problem code corrected to a090102. The device was received for evaluation. During functional testing, the speaker was quiet. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.